Event description:
It was reported that this right atrial (ra) lead recorded high capture thresholds. Upon case review, technical services (ts) found this to be inconsistent with previous history of stable ra thresholds. Further patient evaluation was recommended. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).